Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was unable to prime during the prime test as a result of a loose drive support disk.